Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a clog in the waste fitting. The fse removed the clog to resolve the probe leak. Incidentally, the fse also replaced the vacuum pump diaphragm and vacuum isolator chamber. Cause of this event was a clog in the waste fitting.

Event description:
The customer reported to beckman coulter (bec) that they ran a patient sample on their act diff analyzer for platelet (plt) and obtained a result of 105 x 10^3 cells/ul. Upon rerun of the patient sample, the instrument generated plt result of 90 x 10^3 cells/ul. The customer indicated that they observed the probe leaked about 1ml onto the operator gloved hand when the operator checked the probe and noticed the sample tube had more liquid in it than it started with. No other patient samples were affected by the leak. Printouts were requested, but were not provided by the customer. The erroneous results were not reported out of the laboratory and there was no change to patient treatment attributed to this event. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention.